Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system was shut down incorrectly and would not load the software. The system will lock up or is unable to boot up when this occurs, resulting in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.